Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-10031. It was reported, the pt ((B)(6)) pulled his back and suddenly stopped feeling stimulation. Diagnostic testing identified high and invalid impedances. It is suspected that the scs lead has come out of the ipg. The pt was sent for an x-ray (results pending) and will f/u with his physician at a later date to determine the next course of action. Device info for the ipg (device 2) has been requested; however, no further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.